Event description:
It was reported that there was a malfunction resulting in loss of oxygen. There was no patient involvement.

Manufacturer narrative:
This supplemental being filed to correct the initial MDR which incorrectly indicated the event was reported for failure to power up. Block b5 and h6 problem code updated accordingly.

Manufacturer narrative:
Due to the age of the unit, the device could not be repaired. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in failure of device to power up. There was no patient involvement.